Event description:
Report received from the USA stating that the "bottom on the upper left side of the device popped off with the spring." The device was working and then as the surgeon stepped on the device, there was a snap and the device stopped working. The device was being used during a 'minimal invasive tubular retraction' procedure. The procedure was delayed for about five minutes due to communication and transferring the device out. The case continued with another device. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).